Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The leak was described as a clear leak of less than 0.5 ml. The leak was contained. The instrument generated an error condition of vote outs while running quality control samples. The operator was wearing personal protective equipment of gloves, gown, and goggles at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found the bsv (blood sampling valve) was not rotating properly and not aligning the holes up in the bsv pads correctly due to the bsv actuator. This was causing small amounts of diluent to leak from between the bsv ceramic pads. The fse replaced the bsv and the bsv actuator to resolve the leak and the vote outs reported. The fse also stated the customer was running qc controls which were out of range alerting the operator to an instrument problem. Failure mode was identified: bsv actuator not rotating bsv properly. No erroneous results were generated. The failure mode for the actuator is likely to generate erroneous cbc (complete blood count) and differential results due to a sample segmentation error. Evaluation of product labeling: coulter lh 500 hematology analyzer, pn624602: beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).